Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 13-nov-2019 and inspection of the unit was performed on 15-nov-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube non-pentax material, distal cap/ case cracked, ccd circuit board corrosion, primary operation channel resistance, bending rubbersevere discoloration, right/ left angulation tight, up/ down angulation tight, shield cover corroded, pve electrical pin corroded, umbilical cable dent, up/ down control knob/ lever tension, passed wet leak test, middle lcb distal cover glass glue is missing, right/ left control knob tension, fluid invasion in control body, passed dry leak test, pve electrical connector frame mild corrosion, control body mild corrosion inside, suction tube twisted/kink, fluid invasion in pve connector, # 2 remote control button cover cracked, umbilical cable bump under control body root brace, scope case damaged, distal tip annual maintenance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was is pending repair and final qc approval as of 06-dec-2019: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, remote control button, pcb for ccd k2 pb-free/ntsc, electrical connector assy, o-ring(0.5x1.3), gi-90/i10/k10 series cardboard scope case.